Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced a high blood glucose levels. The customer's blood glucose level at the time of the incident was over 600 mg/dl and the current blood glucose level was over 600mg/dl. The customer was treated with manual shot and in emergency room. The customer had symptoms such was sleeping all day and had a headache. The customer declined to check for the presence of leaks or air bubbles in the reservoir. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08695 inches. No delivery anomalies noted. The motor was tested outside of device and passed. Unit received with minor scratches on lcd window.